Manufacturer narrative:
Terumo has received the actual device for eval. Visual inspection noted a slight deformation on the inlet port. Leak testing noted the device functioned normally. It was noted that there were tool marks on the port which is consistent with using hemostats to remove tubing. Additionally, the vacuum release umbrella valve was cocked in on the sample, it appeared to be sealed, but was not seated correctly in the valve. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the lv vent valve had no flow. The product was changed out. There was <10cc of blood loss. The surgery was completed successfully.